Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used, and hemostasis was successfully achieved. There was swelling, hematoma and bleeding at the puncture site. After the patient rested in bed for twenty hours with restriction, it was confirmed that no abnormality was noted. Right after the bed was raised, the puncture site was swollen, and the patient complained of pain. The physician applied compression by a weight for three hours, the patient additionally rested in bed for a day and hemostasis was successfully achieved. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient recovered. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There was no other devices or equipment used with the reported product. Bleeding occurred out of the procedure room. It was a right femoral artery puncture. An ultrasound was performed to diagnose the bleed.